Event description:
Same case as manufacturer's report #6000089-2006-1385. It was reported that during a pci procedure, the proximal shaft of the catheter broke during advancement. The lesion being treated was a severely calcified, 80% stenotic lesion in a severely tortuous left anterior descending artery (lad). The procedure was not completed due to other reasons. Patient status is listed as "satisfactory/good."

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.